Event description:
It was reported that during the procedure the console became unstable. After rebooting, the screen turned red. The procedure was cancelled and not completed due to this event. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient sedation status of unknown.